Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Tibial insert revised during surgery for irrigation and debridement in the knee.